Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the trigger on the handpiece device was blocked, jammed, and heavy moving. It was noted trigger magnet broken. It was determined that the handpiece had a broken magnetic support on the lower trigger causing the trigger not to function properly anymore. It was further determined that the device failed pretest for check proper function of the triggers, and check response of on/off trigger. It was noted in the service order that the device was ¿not working at all¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.